Event description:
Customer complains blood leak during treatment. The blood loss is very minor, because the blood in the extracorporeal circuit was returned to the patient. Dialysis parameters: q3:300/500. No medical intervention necessary.